Event description:
The ventilator was in use on a boy when it ceased functioning. We have attempted to start the unit without success. The monitor displays disc/sense and hw fault. Lp and lmv alarms sound and led flashes and the alarm initially sounds. Pressing the silence/reset silences the alarm and it does not return even after 2 minute interval. The ventilator does attempt to restart but does not deliver a breath. Patient effort light flashes after the unit is switched off. The alarm will suddenly starts up but with a mute tone. I have attempted to access the event log but all I get is sram in teh display and I cannot progress the menu past this point. Also when the vent is turned on it goes through the self test but then simply does not proceed further. The monitor displays disc/sense and hw fault. No alarms sound even if you remove the test lung. The alarm does sound on shut down and can be silenced. Sometimes after shutdown it will resound of its own accord. Ventilator ceased functioning. No allegations at this time of patient harm.